Event description:
The patient was initially implanted with an afx bifurcated stent graft and intuitrak suprarenal proximal extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) nine years after the post-initial procedure, the patient presented emergently with abdominal pain due to a type 3b endoleak. The device was explanted. The final patient status was reported as being good.

Manufacturer narrative:
Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Awaiting return.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received a one (1) afx bifurcated stent graft and one (1) suprarenal stent graft for evaluation. The devices were shipped in a biohazard returned container. Blood and tissue residue were present upon receipt. The devices were decontaminated. The afx bifurcated stent graft was visual inspected. There was a hole in the stent graft identified at the bifurcation of the stent. The suprarenal stent graft was visual inspected. The crown of the stent was damaged however the damage is consist with being explanted. The integrity of the graft appears to be intact with no visible defects. The reported type 3b endoleak was confirmed as there is a hole in the graft of the bifurcated stent graft. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. However, the sample evaluation was able to confirm the reported type 3b endoleak. The type 3b endoleak was most likely device related due to the use of strata material. The final patient status was reported as being good post explant. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata